Manufacturer narrative:
(B)(4).

Event description:
Procedure: lab right inguinal hernia. According to the reporter: the patient underwent a laparoscopic right inguinal hernia procedure for treatment of a hernia. The patient allegedly experienced pain and injury. Patient experienced prolonged hospitalization.